Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. Customer declined troubleshooting with tandem technical support (cts) and indicated that cts would be contacted if the issue was not resolved. Customer did not contact cts regarding the reported issue. No additional patient or event information was available.